Manufacturer narrative:
Upon retrospective review, it was discovered that the initial aware date on the initial submission was incorrect. The correct date should be (B)(6) 2019, not (B)(6) 2018. The statement: "after further evaluation of the complaint, this complaint is no longer deemed a reportable event." Still applies and no further followup will be provided.

Manufacturer narrative:
After further evaluation of the complaint, this complaint is no longer deemed a reportable event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was provided, no additional information is available. This event is being filed under an international product list 2g22, that has a similar us product, list 4p53.

Event description:
The customer reported a (B)(6) qualitative ii result when processing on the architect i1000sr. The initial result was (B)(6) and retest was (B)(6), for sid (B)(6). Confirmatory testing and neutralization testing was (B)(6). No impact to patient management was reported. Per